Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation. The root cause was determined to be the a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 814:04 occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.